Manufacturer narrative:
The subject device was returned for device investigation. A definitive root cause could not be identified. Based on historical data, possible causes include: damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive on the objective lens of the duodenovideoscope was peeled off. There were no reports of patient involvement.